Manufacturer narrative:
Batch review performed on 30 november 2017. Lot 164033: (B)(4) items manufactured and released on 27 september 2016. Expiration date: 2021-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The cause of the instability is unknown. The surgeon swapped the 10mm poly for a 14mm and resurfaced the patella. The surgery was completed successfully.